Manufacturer narrative:
.

Event description:
Caller reports back to back results of 401 mg/dl, 528 mg/dl and 241 mg/dl while using the inform system. Caller reports pt was treated based on reading of 241 mg/dl. Caller reports quality controls were in range; caller is unsure if the strips used for quality controls were the same that were used to test the pt. No adverse event reported. Caller reports there are no strips to return; a replacement was sent.